Event description:
The customer reported the unicel dxc 600 pro synchron system had reagent probe b leak and multiple cartridge chemistries (cc) quality control out of ranges. The leak was contained to the instrument. No erroneous results generated. No exposure reported. Customer was wearing gloves and laboratory coat.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse determined the cause of the reagent probe b leak and quality control out of ranges was the collar wash valve. Fse resolved the leak and the quality control issue by replacing the valve. (B)(4).